Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of a cartridge alarm and provided the customer with information on how to reset the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue happened again, and they acknowledged this guidance.